Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient info and patient status from the hospital, field contact or distributor. Results - product performance engineering was unable to complete their investigation at the time of this report. Results of conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were two bends in the hypotube at 65.5 cm and 89 cm distal to the strain relief tubing. There was no other damage noted to the sds. The used guiding catheter was not returned. A new indeflator filled with renografin-60, diluted 1:1 with water, was used to measure the inflation and deflation times. These met mfg criteria. The sds was advanced through a new 6f guiding catheter with no resistance. The sds was removed from the guiding catheter with no resistance noted. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Report status: serious injury/permanent damage. Report rationale: the stent was deployed in an unintended site. Device issue: failure to deploy. It was reported that the pixel stent delivery system (sds) was inflated to 7 atm; however, the stent was only partially expanded. It was noticed that the stent was still mounted on the balloon and an attempt was made to pull the sds into the guiding the catheter, but was unsuccessful. Attempts were made to snare and/or secure the stent from dislodging, but were unsuccessful. It was decided to implant the stent at an unintended site using the pixel balloon. Post dilatation was done and the procedure was completed after ivus was performed. No add'l event or patient info is available.